Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information and no product returned for evaluation, the root cause for the reported purge leak was undetermined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 57-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The device had been in place for 54 days and developed a crack. Although a crack was noted, the location was unknown. A new device placed. No further details were provided. There were no reports of harm to the patient.